Event description:
Patient had been implanted with eagle acp and vg2 graft at c4-c6. Patient did not fuse and developed pseudoarthrosis at c4/5. Patient was a smoker during post-op period (2-3 packs per day). Eagle screw backed out and a revision was performed in 2006 to remove hardware. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
Evaluation of x-ray confirmed that an eagle screw had backed out from the plate. Instructions for use warn against patient smoking. As smoking has been showed to result in higher rates of pseudoarthrosis. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened. Patient selection may have been a contributing factor to this event.